Event description:
It was reported that the insulin gauge was inaccurate. Additionally, it was reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill process and that a cartridge did not fit onto the pump. Customer loaded a new cartridge to resolve the issues. Customer¿s blood glucose (bg) level was "high"; although specific value was not provided. Cause was not known. A correction bolus was delivered to address bg. Recommendation was made to consult with a healthcare provider regarding diabetes management.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.